Manufacturer narrative:
(B)(4). Additional concomitant medical products: 4310-02-053 shell, 1155278; 7352-35-001 stem 1162185; 4335-28-053 pe insert apr 53/28 hooded, 37463; 7351-30-010, univ 10mm distal hip stm, 1159552. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised due to pain. Liner was revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Device manufacturer date- unknown. Reported event was unable to be confirmed due to limited information received from the customer. The liner had been in-vivo for more than 20 years and it is unlikely that a manufacturing issue could have contributed to the reported wear. Therefore, review of the device history records would not be required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.